Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. However, a review of the provided photograph confirmed the complaint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. However, a review of the provided photograph confirmed the complaint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. However, a review of the provided photograph confirmed the complaint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected h3.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Acetabular reamer found to have rust spots in several places. Cssd tried cleaning it and the rust came back. This can not be attributed to a specific case or surgeon. It was found during cleaning.